Event description:
The catheter became invisible on the non-(B)(6) mapping system when reintroduced to isolate the svc. The case began with a map created using a non-(B)(6) mapping catheter. Farawave was used along with a non-(B)(6) catheter to perform pulsed field ablation (pfa) of the pulmonary veins, with normal function observed. The catheter was then removed to perform cavotricuspid isthmus ablation using a non- (B)(6) ablation catheter. Upon returning to the superior vena cava for ablation with farawave, the non-(B)(6) system was unable to visualize either the farawave or the non-(B)(6) catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).